Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
The customer contacted philips to request to order a replacement navigation ring which no longer works. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer requested the replacement parts (453561511471 button, navigation -ring, package of 5 (front bezel) to be replaced onsite by the customer. The customer ordered a replacement navigation ring button to be replaced onsite by the customer.

Manufacturer narrative:
B4:20may2021. The customer ordered and was shipped a replacement navigation ring button to be replaced on-site by the customer.